Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced a syncopal episode and was brought to the emergency department. No intervention was reported. No additional information could be obtained.